Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump in to a wall outlet. Subsequently, the pump battery depleted and shut down. During troubleshooting with tandem technical support, the customer was able to successfully power on and continue charging the pump using a different usb cable.  Blood glucose was 124 mg/dl.